Event description:
It was reported that the pump touchscreen was delayed in responding to touch inputs and would trigger a pump action that was unexpected based on the area of the pump that was being interacted with. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.